Manufacturer narrative:
Additional information was received that the patient wanted to have her battery moved because it was bothering her but the patient cancelled the surgery and reported that she was doing well and will keep the ipg location. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient will undergo a revision procedure.